Manufacturer narrative:
Wheel assembly.

Event description:
It was reported by the paramedic that the right front wheel on their cot allegedly broke while transporting a pt on a tarred surface. No adverse consequences to the pt were reported. The pt was allegedly strapped on a spine board when the claimed incident occurred. The paramedics allegedly carried the pt to the ambulance. There was pt involvement, however no adverse consequences have been reported.